Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that there was a 5 minute surgical delay. The surgical technique was utilized. There was no patient impact. Attempts have been made and all available information has been provided.

Event description:
It was reported that the surgeon inserted poly insert into the tibial tray and did not hear a click sound. A big gap was observed and the surgeon tried to reinsert the poly, however, they still did not hear the click sound. The surgeon used a different poly and the sound was successfully heard. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42535007501 - 0â° spiked keel left size f osseoti tibia - (B)(6). G2: foreign country: hong kong. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.